Event description:
Insertion of the multi-lumen subclavian was started using the usual technique. After the dilator was slipped over the guide wire and the vessel was dilated the physician began to pull back and began to feel that the spring in the guide wire was unusual. The physician removed the guide wire with the dilator. Upon inspection the guide wire appears to have a weakened area.